Event description:
Medtronic received information via literature regarding early and late pacemaker implant after the implant of a surgical aortic valves (sav) and transcatheter aortic valves (tav). All data were collected from the five-medical center finnvalve registry between 2008 and 2017. The study population included 4,010 sav patients and 1,897 tav patients. Sav patients were predominantly male, mean age 75 years and tav patients were predominantly female, mean age 81 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, implantations with medtronic devices included 87 corevalve, 11 engager, 155 evolutr or evolutpro, 231 hancock ii, and 80 mosaic. The remaining patients were implanted with a non-medtronic sav or tav. No unique device identifier numbers were provided. Among all patients, adverse events included: atrial fibrillation (afib) and electrocardiogram (ECG) changes treated with permanent pacemaker. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: biancari f, pykäri j, savontaus m, laine m, husso a, virtanen m, maaranen p, niemelä m, mäkikallio t, tauriainen t, eskola m, raivio p, valtola a, juvonen t, airaksinen j. Early and late pace-maker implantation after transcatheter and surgical aortic valve replacement. Catheter cardiovasc interv. 2021 mar;97(4):e560-e568. Doi: 10.1002/ccd.29177. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.